Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that the buttons were not fully responsive during a bolus. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.